Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13717. The pt reported his ipg pocket site gets fairly warm after charging for approx 1 hour. A new le charger was sent to the pt which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating with charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and / or charging wand of sufficient elevated temp to cause pain and burns. The heating while charing was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.